Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/2016. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Insulet corporation will transition to a new complaint handling system in early april 2017. During this transition period, we will continue processing existing complaints in our legacy system along with processing new complaints in our new complaint handling system. We are letting you know to expect two different patient or manufacturer reference numbers. Refer to below for these references: legacy system: (B)(4)-xxxxxx (this format will eventually be phased out once all complaints are closed out in the legacy complaint handling system). New system: cn-xxxxxx (this format will become the standard once all new complaints and regulatory submissions are managed in the new complaint handling system).

Event description:
The patient¿s father reported his daughter¿s blood glucose and insulin history is as follows: time: bg (mg/dl): bolus (u): 18:25, 169, 2.7. At 20:00 ¿ she went to sleep without any additional blood tests. At 10:00, 371. She woke up and her vision was blurred so he took her to the emergency room where she was placed on an intravenous therapy of insulin. The patient¿s father mentioned his daughter did not check her bg for more than 12 hours and that this could have contributed to her high bg levels. The pod was removed and discarded.